Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31964. It was reported that the patient endured a fall off of her front porch on (B)(6) 2020 and has not been getting effective relief from her system since then. Reprogramming could only get stimulation at the ipg pocket site. X-rays confirmed both leads had migrated and wrapped around the ipg. Surgical intervention may occur later to address the issue.